Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the 5-0 prolene used to repair the defect? What was the condition of the tissue (normal, diseased, weakened)? What tissue was the 5-0 prolene suture used on? How was the suture placed (interrupted or continuous)? How was the suture tied (loop to strand or square knot)? Was there any patient event prior to symptoms (cough, movement, etc)? Can you explain what you mean by ¿suture used was torn off¿? What is the surgeon opinion of contributing factor to the fascial dehiscence? Can you describe the appearance of the suture during the second procedure? Was the suture intact and the knots broken? Were the knots intact and the suture was broken? Did the suture pull away from the tissue? What are the patient age, gender, weight, past medical and surgical history? Can you identify the lot number of the w8710? Do you have any samples or the suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a ventral septal defect procedure on (B)(6) 2016 and the suture was used for vsd closure. Three days following the procedure, the patient's condition started deteriorating. The patient underwent a re-operation and the suture was found to be torn off. The valve had to be repaired again to save the patient. Additional information has been requested.